Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Boston scientific has requested additional information and return of the device for analysis. No response has been received from the hospital as of yet. Therefore, boston scientific cannot conclusively determine the cause of the complication experienced by the patient. If the device is returned, and further significant information is found, a supplemental report will follow.

Event description:
Information has been received from a physician regarding a patient (age and sex not available at this time) who was treated with a stenting procedure of the intracranial artery. The patient's medical antecedents were not disclosed. The physician reported prior to the procedure, the patient was well pre-medicated, the distal vertebral artery was predilated with a balloon in order to insert the stent in question. The physician reported the procedure was uneventful, and post- medication after the conclusion of the procedure was properly followed. The physician reported the following day, the patient was experiencing trouble. The physician decided to perform a control angiogram and highlighted an in-stent thrombosis (within 24 hours). As a result, another stent was inserted with reported no consequences to the patient.